Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled check-up, noise episodes were observed as non-sustained right ventricular oversensing. The session records were corrupt and could not be reviewed. The electrogram channel setting was changed and the patient was discharged from the clinic. No other action was taken. No further information is available.

Event description:
New information received indicates that myopotential oversensing was noted. Recommended programming changes did not resolve the issue. Additional programming were recommended. Programming changes reduced nsvt, but there was still slight noise noted. Programming changes to prevent inappropriate shocks were also made.